Event description:
The customer reported that the system would display a high milliamp error message during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep performed a generator calibration on the high voltage regulator printed circuit board and the filament. The service rep recommends the replacement of the batteries. The in-house biomed will install the batteries. The reported problem was resolved by the customer. No add'l service info was provided.